Event description:
On (B)(6) 2017, pt's device was interrogated and found to have "pump off" alarms on (B)(6) 2017. Log files were sent and cxrs of driveline were sent to abbott who recommended a driveline repair for possible percutaneous lead issue. Pt was admitted and had a distal end driveline repair without complication. On (B)(6) 2017, pt had continuous low flow alarms at home. Upon admission, interrogation revealed "pump off" and speed drops to 0 rpms. His controller was exchanged and no further alarms occurred while on ungrounded cable. On (B)(6) 2017, pt had a red heart alarm when accidentally connected to a grounded cable in clinic that was replaced by "call hospital contact - controller fault" alarm once connected to battery. Subsequently his controller was exchanged again with no further alarms on an ungrounded cable. Ultimately this event resulted in pump exchange 2/2 short-to-shield alarm from his driveline.

Event description:
Patient with heartmate ii lvad (implant (B)(6) 2015) reported red heart low flow and low speed alarms while connected to power module. Patient emergently admitted to ICU and vad interrogation revealed pump off events with speed drops occurring while the vad was connected to the power module. Alarms stopped as soon as patient connected to batteries and an ungrounded cable. We switched out his primary system controller and sent vad interrogation log files and x-ray images to abbott who concluded this was a short to shield issue and that there were no areas of wire breakdown on the driveline.